Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest documented blood glucose of 374 mg/dl and alerts for high glucose, after which a supply change was performed with agent assistance and the user planned a subcutaneous insulin pen injection; the user also reported a low ilet battery and expressed frustration with the device. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance through an infusion set change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or leakage was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.